Manufacturer narrative:
The pt reportedly remains stable with good pump flows and continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 11 months of support, the pt presented with low flow alarms and low pulsatility index (pls). The pt had reportedly gained a lot of weight which was suspected to have caused an outflow graft kink at the location of touchdown to the aorta. Additional info provided to the manufacturer indicated that the hospital confirmed the kink with a dye administered angiography and the surgeon made a decision to place a graft on the pt's outflow graft. A pt was deployed and further dilated which reportedly minimized the kink in the outflow graft and subsequently all the alarms ceased.